Event description:
It was reported that intra-op, as the surgeon impacted the implant into the disc space the inter body broke into two main pieces. The surgeon removed both pieces, opened a new device of the same size and successfully implanted the second device in tact. No fragment of the product remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.